Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
In (B)(6), the customer was concerned about having high blood sugars. After the call, she was going to return home to change her cartridge, adapter, infusion set and battery. Recently the customer called back and alleged the pump is delivering less insulin than it should over a 3 days period. Customer stated after three days of experiencing high blood glucose, it returned to normal after she changed the battery cover. Patient no longer has infusion set or cartridge that was in use at the time of the event. No adverse event reported. Requested return of the pump and adapter for evaluation.